Event description:
It was reported that the user awoke to find the ilet pump housing split in half, consistent with a screen bezel separation hardware issue, and a replacement device was arranged. Symptoms included no injury and no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care or hospitalization. Investigation included customer interview to confirm device condition and functionality impact, verification of device identification, and initiation of device return logistics for evaluation. Investigation of this case revealed physical separation of the pump enclosure consistent with a mechanical integrity failure of the exterior housing and bezel components. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical housing failure.